Event description:
The facility initially reported "pump failure. Manual tube release was in open position. Upon returning the manual tube release to closed position, unit repeatedly cycled on/off." Upon further discussion with the biomedical engineering department, the reported situation was explained as the pump would power on by itself with an alarm. Biomed did not have any information regarding the pump powering off by itself. No patient injury. Information was not known regarding whether the device was in patient use when the reported situation occurred. No additional details are available.